Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that during device replacement, the lead exhibited low impedance and low sensing values. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.